Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulty. In this case, it is likely that the balloon interacted with the previously implanted stent and/or mildly tortuous and moderately calcified anatomy such that the balloon became damaged and subsequently ruptured during inflation. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosed de novo lesion in the mid left anterior descending (mlad) artery with moderate calcification and mild tortuosity. After deployment of a non-abbott stent, the 3x12mm nc trek neo balloon dilatation catheter (bdc) was advanced to the target lesion for post dilatation. During the first inflation the balloon of the bdc ruptured at 14 atmospheres; therefore, the bdc was removed from the patient. A non-abbott balloon was used in continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.